Manufacturer narrative:
Correction to e: updated initial reporter from field representative to md if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported. The patient will continue to be monitored and the patient planned to visit the hospital later this month.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported. The patient will continue to be monitored and the patient planned to visit the hospital later this month. Additional information received approximately 16 months later reported that this ICD system exhibited intermittently high, out-of-range rv pace impedance measurements greater than 3,000 ohms. The patient was seen in-clinic, and a rv threshold measurement of 1.5 v was observed with low rv impedance measurements and elevated rv threshold measurements greater than 2.5 v were observed with higher rv impedance measurements. Furthermore, there was no evidence of noise. This newer behavior appeared consistent with the spring contact lead-header interaction, whereas the previously reported high shock impedance measurements were likely attributed to electromagnetic interference (emi). A more recent shock impedance measurement of 56 ohms was recorded. There was no impact to sensing and the patient was not pacer dependent, thus there was no impact to tachycardia detection or treatment and normal follow-up was recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported. The patient will continue to be monitored and the patient planned to visit the hospital later this month. Additional information received approximately 16 months later reported that this ICD system exhibited intermittently high, out-of-range rv pace impedance measurements greater than 3,000 ohms. The patient was seen in-clinic, and a rv threshold measurement of 1.5 v was observed with low rv impedance measurements and elevated rv threshold measurements greater than 2.5 v were observed with higher rv impedance measurements. Furthermore, there was no evidence of noise. This newer behavior appeared consistent with the spring contact lead-header interaction, whereas the previously reported high shock impedance measurements were likely attributed to electromagnetic interference (emi). A more recent shock impedance measurement of 56 ohms was recorded. There was no impact to sensing and the patient was not pacer dependent, thus there was no impact to tachycardia detection or treatment and normal follow-up was recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. Additionally, electrogram (egm) review revealed multiple stored episodes containing right atrial (ra) lead noise with oversensing. It was noted that the patient underwent an ablation procedure at that time, and electromagnetic interference (emi) was suspected. Furthermore, the shock impedance measurements had later returned in-range values. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported. The patient will continue to be monitored and the patient planned to visit the hospital later this month.